Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete.

Event description:
Allegedly, the base was the incorrect style/product/size for the existing patients implants and the base was replaced due to normal wear on the implant through patient use.